Event description:
Jugular approach used to insert vena cava filter. Filter tilted (less than 15 degress). Stabilizing legs not fully expanded in superior portion of filter. Physician chose to implant another manufactuer's filter supra renally."